Manufacturer narrative:
Return of product requested, pending. Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off urine standards (20 miu/ml) and high-hcg (205.7-218.4 iu/ml) clinical urine samples. The results were read at 3 minutes and all devices yielded the expected positive results. Retained devices were also tested with qc cut-off serum standards (10 miu/ml). The results were read at 5 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No information regarding technique, storage, or handling could be obtained. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg when pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested.

Event description:
A physician reported a false negative result that occurred with presurgical testing on the medline hcg combo cassette. Due to the negative result, an endoscopy was performed. Later that day, the patient called to inform the physician that she was pregnant. An ob/gyn confirmed pregnancy with a serum hcg test. The methodology and quantitative results were not provided. Although requested, no further information has been provided.

Manufacturer narrative:
D9: device available for evaluation changed to "yes" and returned to manufacturer date of 08/05/2021. H3: device evaluated by manufacturer changed to "yes". Investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off urine standards (20 miu/ml) and high-hcg (204.7-221.1 iu/ml) clinical urine samples. The results were read at 3 minutes and all devices yielded the expected positive results. Retained and returned devices were also tested with qc cut-off serum standards (10 miu/ml). The results were read at 5 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No information regarding technique, storage, or handling could be obtained. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg when pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested.